Event description:
On (B)(6) 2012, at (B)(6), rotaflow console with serial number 100175, liters per minute (lpm) was changing up to 1 liter. The revolutions per minute (rpm) remained constant as well as the readout from the transonic flow meter. The customer identified that the problem occurred when the drive head cable was moved. (B)(4).

Manufacturer narrative:
(B)(4). Service report (B)(4) was generated for this repair. Per service report, the lpm changes when the drive cable is flexed at the rear of the console connection. A lemo connector was order and the lemo connector on the unit was replaced. Functional testing and safety checks were performed on the unit. The unit was returned on 10/24/2012. (B)(4).